Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia. Customer stated that insulin pump had button was not responding every time that it was being pressed and had an instance wherein the customer had blood glucose of more than 500 mg/dl. The customer¿s current blood glucose level was 681 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer they had vomiting, abdominal pain and dry mouth. Customer stated insulin was not dropped or exposed to moisture. The insulin pump will be returned for analysis.